Event description:
It was reported that the patient experienced a cylinder bulge with an inflatable penile prosthesis (ipp). A sufficient erection was not obtained by pumping the device leading to the patient not having sufficient sexual intercourse. The patient also experienced pain. A surgical procedure was performed in which the existing device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported cylinder bulge, inflation problems and pain cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of cylinder bulge, mechanical issues and inflation issues were confirmed through product analysis. The bulge was confirmed and the device, which did not pass the activation and deactivate state tests, was not functioning as intended. The allegation of pain could not be confirmed; however, the reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the cylinders identified wear at folds in both cylinder bodies. The first cylinder bulged when inflated with a syringe. This cylinder could not be pressure tested due to the bulge identified. The other cylinder passed functional testing. Visual and microscopic analysis of the pump did not identify any anomalies upon inspection. During functional testing, the pump did not pass activation and valve deactivate state tests which could have caused the clinical observation of device mechanical and inflation issues. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the device IFU. The IFU lists inconsistent cylinder diameter (aneurysm) and pain as a potential adverse events associated with the implant of this device. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) developed a cylinder aneurysm (bulge of the plastic covering of the cylinder). The patient was no longer able to obtain a sufficient erection by pumping the ipp device. The device was explanted and replaced with another ipp. Additional information received noted that, prior to the replacement procedure, the patient could not have sexual intercourse due to the bulge and experienced pain. Following the surgery, the issue resolved. No further patient complications were reported.